Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The patient presented with an unruptured aneurysm. The rhv of the delivery catheter was tightened prior to system induction and was properly loosened during stent deployment. There was no friction with the 0.014 guidewire during system guidance. The system was able to be advanced to the target site. The aneurysm was located at the tortuous anatomy. The anatomy location/vessel name of the treatment was left ic. After stent placement, it was verified that the stent was fully dilated along the vessel wall. The devices performed as intended. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the procedure was completed successfully but on the third postoperative day, oculomotor nerve palsy and abducens nerve palsy appeared. Steroid treatment was administered but at the time of the report, the patient had not improved. The patient's vision has been preserved. No additional information available.